Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented for procedure due to right ventricular lead noise. The lead was capped and replaced, the patient was asymptomatic prior during and after the procedure.